Event description:
It was reported the patient experienced morphine withdrawal symptoms of generalized pain and altered mental status. On (B)(6) 2012, the patient went to the pain unit with symptoms of under dose noted as nausea, vomiting, anxiety, yawning, fever and insomnia. They decided to empty the pump, verify the residual volume accuracy, and refill the pump with the initial concentration the patient received. Until (B)(6) 2011, the patient was receiving intrathecal morphine with a concentration of 10 mg/day. Since (B)(6) 2011 the morphine concentration was increased to 20 mg/ml. Since the concentration was modified the patient had been admitted 3 or 4 times into the emergency room of his healthcare center due to episodes of morphine deprivation symptoms. A catheter contrast test was planned. Patient status was noted as 'alive - with injury' indicated as deprivation syndrome; ongoing. Intervention was noted as oral morphine, fentanyl and acetaminophen. A bridge bolus was done. Reprogramming was done with a change in concentration (from 20mg/ml to 10 mg/ml), and the dose was increased to 5.2 mg/day. Patient had a mild improvement in pain. The withdrawal symptoms have 'disappeared' with the change in concentration. The pump was delivering morphine.

Manufacturer narrative:
Product ID 8731sc, lot# b0480707k, implanted: (B)(6) 2007, product type catheter. (B)(4).